Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed but not verified following disassembly of the device during debug efforts. The system board was replaced as a precaution. The device was recertified and returned to the customer. The system board was returned to zoll medical us; and ultimately scrapped as a result of being unable to duplicate the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "system fault 32" message and inappropriately reboot power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.